Event description:
It was reported that the patient's seizures have become more violent, and as a result, the physician changed the patient's medications. The physician's assessment on the relationship between the patient's seizures and vns therapy are unknown at this time. There is no device malfunction suspected at this time. Good faith attempts to obtain additional information have been unsuccessful to date.